Event description:
It was reported that the patient underwent an unspecified spinal surgery from l3-s1 using rhbmp-2/acs. Reportedly, at an unknown time post-op, the patient's spine has become disabled. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, the patient has a "destroyed spine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent posterior approach multi-level lumbar fusion using rhbmp-2/acs, interbody devices, and posterior instrumentation. At an unspecified time post-op, the patient developed post-op complications including, lipoma, fluid-filled cysts, ectopic bone growth impinging on spinal nerves, and loss of bladder control. The patient underwent a revision surgery in 2013 to remove the lipoma.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was preoperatively diagnosed with lumbar spondylosis, l3-l4, l4-l5 and l5-s1 and underwent the following procedures: decompressive laminectomy and foraminotomies at l3-l4, l4-l5 and l5-s1. Bilateral medial facetectomies (open gill procedure) at all 3 levels. Interpositional structural grafts using hourglass peek cages at all levels, l3-l4,l4-l5 and l5-s1. Interbody fusion using autologous bone graft, bmp and rhbmp-2 at all 3 levels. Pedicle screw fixation, l3, l4, l5 and s1 with bilateral rods and 2 cross links using instrumentation, screws used at all levels of l3, l4 and l5 , 45 x 6.5 and at s1 6.5 x 50. As per the op notes: "attention was then turned to l3-l4 on the patient¿s left side. In an analogous fashion, the disc space developed, cleared of all disc material and the peek cage placed. At this level, rhbmp-2/acs was placed into the space along with the aliquot of the autologous bone graft obtained. An 11-mm hourglass was placed on the right side and the left side in an analogous fashion. Again, bmp along with rhbmp-2/acp was placed medially. Attention was turned to l5-s1, which was a virgin disc space. This distraction across the disc space was accomplished with the distractor. The disc space was developed on the right side first with the s1 nerve root being pulled inferiorly during the preparation. The disc space was opened with an 11 blade knife cutting away the annulus. Disc material was removed with a pituitary forceps, followed by the shavers using 8, 9, 10,11 and 12 mm shavers. Curettes were used to clear off the cartilaginous endplate. A rasp was used to roughen up the edges of the cancellous bone and then a 13 mm peek cage was placed on the right side. In exactly analogous fashion, the left side was prepared and the peek cage placed. Again, bmp and rhbmp-2/acp placed medially and autologous bone graft used to fill the void that was left medially and laterally." Complications: small dural rent at the l4-l5 level on the right, repaired primarily.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the following: "I went in for surgery of installation, 2 eight inch harrington rods in my lumbar spine. Instead I woke up with huge... Mess in my body and disabled." "The cold is just too hard on my body with all of the titanium in my spine... Because of what was done to me... I have great difficulty finding a physician who will treat me. No doctor in (B)(6) wants to be involved with the illegalities that come with my spine."